Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that a third party was hired to tab the 190 series tower for images. Tac instructed the customer to double check the rear cable connection and noted that the maj-1941 cable was loose when connected. In addition, a b30 scope communication error occurred during the troubleshooting. However, tac asked the customer to exchange the maj-1941 cable with another known working 190 station and the error disappeared. A follow up call was made and the customer confirmed that the color bar display issue was resolved after the cable swap. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center displayed color bars during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the phenomenon was improved by replacing the digital light source cable in the on-site inspection, it is assumed that the cause of the phenomenon was related to a communication failure with the endoscope occurred due to a failure of the digital light source cable. As a result, a b30 error and the image of the color bar was displayed. The cause of the malfunction is presumed to be accidental failure due to repeated use of the product for a long period of time, or by improper connection or external load after connection, since five years have passed since the product was manufactured. The instructions for use (IFU) states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.